Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent system was used during an esophagogastroduodenoscopy (edg) with stent placement procedure on a female patient with a tumor from the esophagus to the stomach. According to the complainant, as the physician attempted to pass the device through the esophagus, the stent system perforated the esophagus and went into the peritoneum. A CT scan was performed on the patient and the perforation was confirmed. Additionally, free air was noted. The patient was taken into surgery to repair the perforation. At the time of this report the patient was in ICU and was recovering from a successful surgery. Attempts to obtain additional information regarding the circumstances surrounding this event have been successful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.